Event description:
The reason for call was patient reported that there was a couple of instances where they're getting jittery; patient stated they're fine with the jittery, they can manage the jittery but this occurred since they turned it on, (B)(6) 2025. Patient added they had to turn the therapy off at night because the therapy was too strong at night; patient added when they turned the therapy on in the morning, they again felt the jittery that's when they figured out that's what's causing them to feel like they're on speed. Patient mentioned, yesterday they went to the doctor because they had a knot on their back and they want to make sure the surgical part was okay and their blood pressure was extremely high (200 over 100) and they were not allowed to leave the office so they turned off their therapy, they needed to go to another doctor. Patient mentioned that they're a kind of person who usually gets uncommon side effects to things and they would like to know if there's anything else they should be expecting to experience. Agent asked if the patient had talked to their managing hcp about their concerns and patient mentioned, they were also trying to figure out who their hcp is. Agent reviewed hcp information and redirected patient to their managing hcp for further assistance. Patient tried to talk to their mdt rep who did the adjustment, the they were at their spinal doctor and went to their primary doctor yesterday. Agent reviewed therapy setting information to patient and suggested to change group therapy assignment. Patient also mentioned they have an appointment over the phone with their mdt rep tomorrow and will discuss just to turn the implant back on and they will call to central arizona pain to get in touch with their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.